Manufacturer narrative:
Reliability analysis inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications. Due to inspected the opened/used sensor and visually found the cannula canal to be damaged.

Event description:
The customer reported via phone call that they cannot find the sensor signal. The customer's blood glucose value was unknown. The customer stated that when they connected the transmitter, the sensor came off as well. The customer stated that they did not receive the sensor connected alert. The product was returned for analysis.